Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 160 mg/dl. The customer was advised to change set and prime until insulin exits the tubing. The customer performed high pressure test pump did not pass, repeated still did not pass and we did a manual prime and it rang no delivery. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 160 mg/dl. Customer declined to high blood glucose and no delivery troubleshooting.